Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating unit had alarmed with the following message "iabp may require maintenance", customer was informed to switch patient to another device. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4,d9(device available for eval,return to manufacture date),g3,g6,h2,h3,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit. Replicated user complaint. Upon powering up unit, surfaced power up test fails code 14 with the critical alarm, thus unable to run simulated treatment. Unit however able to run compressor output test in service mode, along with all the other service tests without issue. Nothing physically unusual with the unit internally. Pressure and vacuum filters easily removable by hand with minor force. Nothing physically wrong with compressor. Replaced suspect scroll compressor, and pressure and vacuum filters as a precaution, and successfully cleared aforementioned code 14. Post replacement, successfully completed a simulated treatment with testing catheter and trainer without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part number scroll compressor, and mufflers with a reported unit failure of a power up test fail code 14. The fat performed a visual inspection and found the parts to be in good condition. The fat installed part number 0119-00-0236 in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pumped the iabp for 3 hours with no issues arising. Fat could not replicate the reported failure code 14. The fat installed part number in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pumped the iabp for 30 minutes with no issues arising. Fat could not replicate the fault. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating unit had alarmed with the following message "iabp may require maintenance", customer was informed to switch patient to another device

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.